Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that they had frequent high and low blood glucose(bg) levels. They had high bg's of 190mg/dl with warmness and low bg's of 60mg/dl to 70mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that their current bg was 120mg/dl with no signs or symptoms. The patient did not want to troubleshoot the issue at this time. Customer support advised the patient to call back at a later date for troubleshooting. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: the daily insulin delivery totals appear inconsistent due to time/date issue. The black box and histories for the event on (B)(6) 2013 have been overwritten. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.